Event description:
A customer reported that the battery of their device was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Upon investigation, no battery anomalies or alerts were found, and the device was confirmed to be in working condition. Technical support observed that the pump lost 20% of battery when left on for 24 hours with insulin, but no corrective action was taken as the pump continued to function properly.